Manufacturer narrative:
Positioning issues. During implant of the pump, they were unable to maneuver it away from the mitral valve, so the pump was pulled out and rewired and advanced into a good position. Due to limited clinical details, the root cause of the positioning issues of not being able to maneuver the pump away from the mitral valve cannot be determined. Saturated flow. The clinical details state after readvancing the pump, there were immediate saturated flows. The data logs show that before the pump was removed there was motor current spikes. The pump was put back in and there was another motor current spike followed by saturated flows and variation in placement signal. The returned product showed biomaterial sitting on the top of the impeller. Based on the data logs and returned product, the root cause of the saturated flow is due to ingested biomaterial.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that during the implant of an impella 5.5 on a patient, repositioning the impella 5.5 away from the mitral valve was not successful. The physician elected to pull the pump out, rewire, and readvance the pump. After this the position was good, and the impella 5.5 started but immediately got saturated flows. The impella 5.5 was exchanged for a new one. The patient survived the procedure.